Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle or cannula occurred. The sensor was inserted into the arm on 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to UDI, h6 code and concomitant medical products d4 UDI: - correction. H2 type of follow up: - correction. H6 - correction. H10: corrected data. Concomitant medical products: correction.